Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic inflammation associated with the site of essure device implantation') and pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included breast cancer, uterine bleeding, menorrhagia, panic disorder, hypertension, anemia, asthma, gastroesophageal reflux disease, localised muscle pain, obesity, intermenstrual bleeding, anaphylaxis, hives, allergic rhinitis, depression, anxiety, endometrial ablation, chronic cervicitis, hyperkeratosis and restless legs syndrome. Concomitant products included ibuprofen, paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced nephrolithiasis ("kidney: stones/bladder or urinary problems or changes"), dyspareunia ("dyspareunia painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems-type blurred vision") and abdominal distension ("belly button swelling"). On (B)(6) 2017, the patient was found to have breast cancer ("breast cancer"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("pain (abdominal)/belly button pain"), abdominal pain lower ("right lower side (quadrant) pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, breast cancer, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vision blurred and abdominal distension outcome was unknown, the genital haemorrhage, nephrolithiasis, menorrhagia and urinary tract infection had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, breast cancer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nephrolithiasis, pelvic pain, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: three coils were visualized after deployment on both sides of right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 129.7 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: several nabothian cysts are seen in the cervix, left ovary contains several follicles as well as small 1.8cm lesion likely hemorrhagic corpus luteum. Magnetic susceptibility artefacts are seen secondary to essure devices. Pathology test - on (B)(6) 2016: endometrium:fragments of weakly proliferative endometrium with endometrial stromal breakdown, consistent with late menstrual/ early proliferative endometrium. Fragments of benign endocervical tissue. Ultrasound pelvis - on (B)(6) 2015: 1. Minimal heterogeneity of the uterus is very nonspecific. Adenomyosis is not ruled out.2. Minimal fluid in the cervix, likely old blood products.; on (B)(6) 2016: uterus measures 10.9 x 6.5x 5.2 cm with an arcuate configuration. The junctional zone measures 9 to 10 mm in thickness. No uterine fibroid or other mass is identified. The endometrium appears normal in thickness, measuring 7 mm, with no filling defects within the endometrial cavity. There is no abnormal uterine or adnexal enhancement. Nabothian cyst is seen. 1. No uterine or adnexal abnormalities identified. 2. Bilateral tubal ligation devices with a mild amount of magnetic susceptibility artifact. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nephrolithiasis, abdominal pain, menorrhagia, headaches, uti, bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : mild chronic inflammation associated with the site of essure device implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event " abdominal distension¿ was added. Reporter was added. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and salpingitis ('mild chronic inflammation associated with the site of essure device implantation') in a (B)(6) female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included breast cancer, uterine bleeding, menorrhagia, panic disorder, hypertension, anemia, asthma, gastroesophageal reflux disease, muscle pain, obesity, intermenstrual bleeding, anaphylaxis, hives, allergic rhinitis, depression, anxiety, endometrial ablation, chronic cervicitis, hyperkeratosis and restless legs syndrome. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and nephrolithiasis ("kidney: stones"). In december 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("right lower side (quadrant) pain"), genital haemorrhage ("heavy bleeding") and abdominal pain ("pain(abdominal)") and was found to have breast cancer ("breast cancer"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, urinary tract infection, nephrolithiasis, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, breast cancer, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, breast cancer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nephrolithiasis, pelvic pain, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were visualized after deployment on both sides of right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2016: several nabothian cysts are seen in the cervix, left ovary contains several follicles as well as small 1.8cm lesion likely hemorrhagic corpus luteum. Magnetic susceptibility artefacts are seen secondary to essure devices. Pathology test - on (B)(6) 2016: endometrium:fragments of weakly proliferative endometrium with endometrial stromal breakdown, consistent with late menstrual/ early proliferative endometrium. Fragments of benign endocervical tissue. Ultrasound pelvis - on (B)(6) 2015: 1. Minimal heterogeneity of the uterus is very nonspecific. Adenomyosis is not ruled out.2. Minimal fluid in the cervix, likely old blood products.; on (B)(6) 2016: uterus measures 10.9 x 6.5x 5.2 cm with an arcuate configuration. The junctional zone measures 9 to 10 mm in thickness. No uterine fibroid or other mass is identified. The endometrium appears normal in thickness, measuring 7 mm, with no filling defects within the endometrial cavity. There is no abnormal uterine or adnexal enhancement. Nabothian cyst is seen. 1. No uterine or adnexal abnormalities identified. 2. Bilateral tubal ligation devices with a mild amount of magnetic susceptibility artifact. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, nephrolithiasis, abdominal pain, menorrhagia, headaches, uti, bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild chronic inflammation associated with the site of essure device implantation. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporter information were added. Lot number were added. Date of insertion were updated. Date of removal were added. Case become incident. Medical history, historical drug and lab data were added. Event injury to herself were updated as pain. Event : abnormal bleeding (vaginal), menorrhagia, uti, kidney: stones, apareunia (inability to have sexual intercourse), migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), breast cancer, vaginal discharge, fatigue, weight gain, right lower side (quadrant) pain, heavy bleeding, pain(abdominal), mild chronic inflammation associated with the site of essure device implantation were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('mild chronic inflammation associated with the site of essure device implantation'), nephrolithiasis ('kidney: stones'), breast cancer ('breast cancer') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included breast cancer, uterine bleeding, menorrhagia, panic disorder, hypertension, anemia, asthma, gastroesophageal reflux disease, localised muscle pain, obesity, intermenstrual bleeding, anaphylaxis, hives, allergic rhinitis, depression, anxiety, endometrial ablation, chronic cervicitis, hyperkeratosis and restless legs syndrome. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("right lower side (quadrant) pain"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain(abdominal)") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, urinary tract infection, nephrolithiasis, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, breast cancer, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, breast cancer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nephrolithiasis, pelvic pain, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were visualized after deployment on both sides of right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 129.7 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2016: several nabothian cysts are seen in the cervix, left ovary contains several follicles as well as small 1.8cm lesion likely hemorrhagic corpus luteum. Magnetic susceptibility artefacts are seen secondary to essure devices. Pathology test - on (B)(6) 2016: endometrium:fragments of weakly proliferative endometrium with endometrial stromal breakdown, consistent with late menstrual/ early proliferative endometrium. Fragments of benign endocervical tissue.. Ultrasound pelvis - on (B)(6) 2015: 1. Minimal heterogeneity of the uterus is very nonspecific. Adenomyosis is not ruled out.2. Minimal fluid in the cervix, likely old blood products.; on (B)(6) 2016: uterus measures 10.9 x 6.5x 5.2 cm with an arcuate configuration. The junctional zone measures 9 to 10 mm in thickness. No uterine fibroid or other mass is identified. The endometrium appears normal in thickness, measuring 7 mm, with no filling defects within the endometrial cavity. There is no abnormal uterine or adnexal enhancement. Nabothian cyst is seen. 1. No uterine or adnexal abnormalities identified. 2. Bilateral tubal ligation devices with a mild amount of magnetic susceptibility artifact. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nephrolithiasis, abdominal pain, menorrhagia, headaches, uti, bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : mild chronic inflammation associated with the site of essure device implantation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic inflammation associated with the site of essure device implantation'), pelvic pain ('pain'), genital haemorrhage ('heavy bleeding'), nephrolithiasis ('kidney: stones/bladder or urinary problems or changes') and breast cancer ('breast cancer') in a 32-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included breast cancer, uterine bleeding, menorrhagia, panic disorder, hypertension, anemia, asthma, gastroesophageal reflux disease, localised muscle pain, obesity, intermenstrual bleeding, anaphylaxis, hives, allergic rhinitis, depression, anxiety, endometrial ablation, chronic cervicitis, hyperkeratosis and restless legs syndrome. Concomitant products included ibuprofen, paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant), dyspareunia ("dyspareunia painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems-type blurred vision"). On (B)(6) 2017, the patient was found to have breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain(abdominal)"), abdominal pain lower ("right lower side (quadrant) pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, breast cancer, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, migraine, headache, tooth disorder, fatigue, weight increased, alopecia and vision blurred outcome was unknown, the genital haemorrhage, nephrolithiasis, menorrhagia and urinary tract infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, breast cancer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nephrolithiasis, pelvic pain, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: three coils were visualized after deployment on both sides of right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 129.7 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: several nabothian cysts are seen in the cervix, left ovary contains several follicles as well as small 1.8cm lesion likely hemorrhagic corpus luteum. Magnetic susceptibility artefacts are seen secondary to essure devices. Pathology test - on (B)(6) 2016: endometrium:fragments of weakly proliferative endometrium with endometrial stromal breakdown, consistent with late menstrual/ early proliferative endometrium. Fragments of benign endocervical tissue. Ultrasound pelvis - on (B)(6) 2015: 1. Minimal heterogeneity of the uterus is very nonspecific. Adenomyosis is not ruled out.2. Minimal fluid in the cervix, likely old blood products.; on (B)(6) 2016: uterus measures 10.9 x 6.5x 5.2 cm with an arcuate configuration. The junctional zone measures 9 to 10 mm in thickness. No uterine fibroid or other mass is identified. The endometrium appears normal in thickness, measuring 7 mm, with no filling defects within the endometrial cavity. There is no abnormal uterine or adnexal enhancement. Nabothian cyst is seen. 1. No uterine or adnexal abnormalities identified. 2. Bilateral tubal ligation devices with a mild amount of magnetic susceptibility artifact. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nephrolithiasis, abdominal pain, menorrhagia, headaches, uti, bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : mild chronic inflammation associated with the site of essure device implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event blurred vision, reporters information, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.